Event description:
Difficult to insert spinal drain catheter. When physician attempted to remove the catheter it broke leaving 35 mm of catheter in the spinal column. Attempts to retrieve remaining catheter were unsuccessful. Second catheter inserted without difficulty.